Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited loss of capture and decreased sensing values. Fluoroscopy imaging was performed on (B)(6) 2020 and lead dislodgement was observed. The lead was attempted to have been repositioned but the helix failed to extend and was explanted and replaced instead. The patient's condition was stable throughout and after the procedure.